Manufacturer narrative:
Device investigation is ongoing - this will be provided in a follow up report. Device under investigation.

Event description:
I was contacted after returning from annual leave by the unit secretary regarding a victory wire that had some of the coating flake off during a procdure.upon investigation I was told that the scrub nurse noticed a fleck floating in the wash bowl that the wire was sitting in.the wire had already been inside the patient.there was a concern raised about emboli but the doctor thought that the risk was minimal. No embolic event was noticed at the time.the wire was visually inspected and there seemed to be material that had flaked off.the flake and wire will be returned.another victory wire was used and no issues noted.

Event description:
I was contacted after returning from annual leave by the unit secretary regarding a victory wire that had some of the coating flake off during a procedure. Upon investigation I was told that the scrub nurse noticed a fleck floating in the wash bowl that the wire was sitting in. The wire had already been inside the patient. There was a concern raised about emboli but the doctor thought that the risk was minimal. No embolic event was noticed at the time. The wire was visually inspected and there seemed to be material that had flaked off. The flake and wire will be returned. Another victory wire was used and no issues noted.